Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was seeing low battery screen on pp even after changing batteries and that pp would not turn off. This problem started today,  patient confirmed everything was working the last time she used the pp last week. During the call pat agent clarified the screens  patient referred to as 'battery' screens' were actually sync screen, poor communication (resolved by connecting antenna and placing over ins) and turn ins on screen. Patient had been trying to increase stim because  patient noticed it "wasn't working" pss reviewed ins is off therefore no therapy is being provided and explains patient comment about not working. Pat agent reviewed device design that ins must be turned on before increasing stim.  Patient turned stimulation on and confirms feeling stimulation, will monitor at current settings and did not make programming changes. Caller did not think they  have ever pressed the stimulation off buttons, it is unknown how ins was turned off. No further complications were reported/anticipated at this time.